Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 03.231.001, lot: 3748099, manufacturing site: hägendorf, release to warehouse date: 26. July 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachment(s) located in notes & attachments section of the product complaint. The image(s) was reviewed, and the complaint condition could not be confirmed as the image showed did not provide enough clarity to determine if there are any issues that could cause a misalignment. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted there is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procodes: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the aiming arm was not lining up with the top hole on the insertion handle for curved condylar plate while the surgeon was attempting to use it. The surgeon stated that this has happened four times and the aiming arms were not lining up and a bigger incision was made to access the proximal hole. Procedure and patient outcome are unknown. Concomitant devices: 4.5mm va lcp condylar plate (part: unknown, lot: unknown, quantity: 1), aiming arm (part: 03.231.004, lot: unknown, quantity: 1), aiming arm (part: 03.231.003, lot: unknown, quantity: 1). This report is for an insertion handle for 4.5mm va-lcp condylar plate. This is report 1 of 3 for (B)(4). Additional reports are captured under (B)(4).